Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator failed self test using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the product and correcting information submitted on the initial medwatch report. Please reference sections d4: lot and expiration date and h4. Evaluation: the electrode pads were returned to zoll medical corporation for evaluation. The customer's report was duplicated and observed during visual evaluation. The report was attributed to a disconnected self-test wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. Analysis of reports of this type has not identified an increase in trend. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.